Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right femoral vein using the pre-close technique via an 8fr sheath hole prior to a cryo ablation procedure. Reportedly, when the plunger was removed from the prostyle device, a cuff miss occurred. This occurred with three prostyle devices. The suture of a fourth prostyle was successfully pre-placed. The ablation procedure was completed, and the pre-placed prostyle suture successfully achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.